Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range. Technical services (ts) recommended further evaluation. This ra lead remains in service. No adverse patient effects were reported.